Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that there was a burning smell from this communicator. The patient unplugged the communicator and the smell was gone. It was advised to replace the communicator and send back for analysis. No adverse patient effects were reported.